Manufacturer narrative:
This report is 2 of 2 being submitted for this complaint. Reference mfg. Report no. 2015691-2020-14356. Per the instructions for use (IFU), cardiovascular injuries, including perforation or dissection of vessels, ventricle, myocardium or valvular structures, are potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty and the transcatheter aortic valve replacement (tavr) procedure. There are several potential etiologies for ventricular perforation during a tavr procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. The device remains in the patient. In this case, the cause of the ventricular perforation is unable to be confirmed. However, procedural factors may have contributed to the event. There was no allegation or indication a device malfunction contributed to this adverse event.  The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our (B)(6) affiliate, post valve in valve procedure of a 26mm sapien 3 valve, bleeding was noted due to a ventricular perforation. As reported, the valve in valve procedure was completed without complication and the patient was reported to be stable at the end of the procedure.  A sternotomy was performed to treat the ventricular perforation and the bleeding was successfully stopped. However, approximately 1-day post procedure the patient expired.